Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent explant procedure. No further information was obtained despite good faith efforts.